Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced vomiting while the cgm reading was low. The cgm reading fluctuated erratically prior to the alert. The cgm values during the period of erratic fluctuations were not specified before the low reading. No fingerstick was taken, but the patient went to the hospital. The patient arrived at 9:00 am and was admitted. At 9:30 am, the cgm reading was 89 mg/dl. However, when compared to a blood glucose meter reading taken by the nurse within five minutes, the bg meter showed 250 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous fluids, insulin, potassium, and magnesium. No further medication was reported and the patient was discharged the next day after spending more than 24 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. Prior going to the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. Upon arrival at the hospital, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.